Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.22 ng/ml on a pt. I-stat result: 0.22 ng/ml; time: 13:37, 0.24 ng/ml; 13:47 (repeat). The sample was spun down and plasma was sent to the hospital lab. Hospital protocol any result of >0.2 sent to hospital for verification. Tosoh result (lab): 0.06 time unk; 0.06 time unk (repeat). The suspect discrepant results were released to the physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.